Event description:
Pt scheduled for bilateral capsulectomies and implant exchange. Upon doing the surgery the pt was found to have two breast implants on each side. The implants on the right side were both found to be broken. Both implants on the left side were intact. The pt had tried to contact the implanting surgeon to find out the MFR of the implants but the implanting surgeon had retired. The implants were implanted in 1981 at the implanting surgeon's office. The surgeon doing the exchange was a different surgeon. The implants and any attached tissue was sent to pathology for exam. No abnormal pathology was reported out on the implants or the tissue. Because the implants were found to be ruptured at the time of surgery, facility considers this to be a pt injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded, other. The device was destroyed/disposed of.